Manufacturer narrative:
(B)(6). Device manufacture date: october 26, 2016 ¿ october 27, 2016. The actual device and three companion samples were received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the actual and companion samples did not identify any abnormalities that could have contributed to the reported condition. Functional flow testing of the actual and companion samples was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor underinfused solution. The reporter stated that 5-10ml of solution was left inside the device. The device was filled with desferrioxamine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.